Event description:
The customer reported to olympus the evis lucera gastrointestinal videoscope, air/water flow issues from the air/water flow system and collapse/buckling/depression/scratch/ cut/deformation of the insertion tube-may decrease functionality (it does not involve metal exposure). The issue occurred during an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event. The device was returned to olympus for evaluation, and the evaluation found that a foreign object came out of the nozzle. This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: due to clogging of nozzle, air supply volume does not meet the standard value; due to clogging of nozzle, water supply volume does not meet the standard value; due to clogging of nozzle, water removal ability does not meet the standard value; connecting tube has a dent; nozzle has foreign objects; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to wear of angle wire, the play of up/down knob is out of the standard value; adhesive on bending section cover or distal sheath rubber has a chip; bending section cover or distal sheath rubber has a crack; bending section cover or distal sheath rubber has white-clouded area; color ring has a crack; forceps elevator lever is deformed; adhesive around objective lens is peeled; adhesive around light guide lens is peeled; light guide lens has a crack; distal end cover has a scratch; connecting tube has a scratch; connecting tube has a wrinkle; universal cord has a wrinkle; protector of universal cord on scope connector side has a scratch; protector of universal cord on control section side has a scratch; paint on suction cylinder is peeled; suction cylinder is shaved; switch1 has a scratch; and scope cover plate is unclear; the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since it is unknown if the reprocessing was conducted in accordance with instructions for use (IFU), the cause of the foreign material remaining in the device could not be identified. Therefore, the root cause of the foreign material remaining in the subject device was unable to be determined. Deviation of the reprocessing method from the instruction manual could have caused the foreign material to have remained. The following information was provided for reprocessing: the device was cleaned, disinfected, and sterilized before requesting repair. The event can be detected and prevented in accordance with the following instructions for use (IFU): the instruction manual evis lucera gif/cf/pcf type 260 series operation manual chapter 3 "preparation and inspection" describes how to detect for the suggested event. The instruction manual evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 "cleaning, disinfection, and sterilization procedures". Olympus will continue to monitor field performance for this device.